Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Visual inspection observed that he collar was separated and the polytetrafluoroethylene was still holding the two ends together. The distal end of the separation was slightly jagged. There were multiple kinks along the hypotube. There was a flat spot on the distal shaft at 10.9cm from the tip. Microscopic inspection observed a damage to the tip. Blood was present inside the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 18-jul-2019. It was reported that the guidezilla had difficulty advancing to the lesion. The 90% stenosed target lesion was located in the severely calcified middle and distal end of the left anterior descending artery. A guidezilla 145, 5-in-6 guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla had difficulty advancing to the lesion and the guidewire could not pass through. The procedure was completed with another of same device. There were no patient complications reported and the patient's condition was stable. However, device analysis noted a collar separation.